Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal arotic aneurysm in 2004. Vessel morphology is unknown. It was reported that CT scans demonstrated a large piece of calcium in the aortic neck; however, the physician didn't feel it would result in any complications. It was reported that a 28 mm diameter aneurx aortic extension cuff was implanted into the aortic neck. Fluoroscopy demonstrated a type I endoleak. The physician performed balloon angioplasty in the aortic neck with a 26 mm diameter balloon and implanted a second 28 mm diameter aneurx aortic extension cuff. It was reported that the type I endoleak persisted and the pt was converted to open surgical repair. During the conversion procedure the physician noted that the graft was tightly sealed in the aortic neck except for where the previously detected calcium was preventing the graft from sealing. No additional sequelae were reported and the pt is reported to be fine. The stent graft was discarded.